Event description:
During the implementation of the screw the screw broke, it was reported the technique was performed correctly and without excessive strength. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The measurable dimensions of the complained screw could not be checked for its specification as there was no lot number provided. Unfortunately, the same applies for the examination of the raw-material testing certificate and the manufacturing paper. No product fault could be detected. The visual inspection revealed the cross section surface shows no irregularities which indicate material conformity as well. As no detailed clinical information is available, we can only assume that there was a technical complication during the surgery which caused the breakage. A manufacturing related condition can be excluded. The complaint has been determined to be invalid. (B)(6).